Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening sharp assessed as an unidentified (tear) opening shell thickness was within specification) and has non-penetrating nicks around the opening assessed as non-penetrating nick . ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface. ¿ yellow particles observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation, and exchange from textured to smooth due to product concern. Device has been explanted and replaced.